Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and a rise in number of sensing integrity counter (sic) was observed. A lead fracture was suspected. The lead will be revised and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No data medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead on (B)(6) 2020 was discontinued due to lead fracture. The lead cap was removed, on (B)(6) 2024, an x-ray confirmed that the rv lead had a fracture, including the external sheath. The rv lead pin side remained in the left side of the chest, but the screw dislodged from the fractured part and dropped to the right atrium.